Event description:
Customer called in to customer service to state that the housing on her pump in style transformer was cracked. She had to tape it back together.

Manufacturer narrative:
A replacement power supply was sent to the customer. In the follow up with the customer she stated that she had used the transformer for about 10 months and had dropped the item from about 3 feet and the item had developed a crack on the side of it. The customer stated that there was no smoke, fire, flame or injury sustained from the result of the issue. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.